Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette chamber of an access buretrol set filled with saline from the attached bag despite the clamp being shut. The event was further described as "over filling of the buretrol". This was noted during priming. There was no patient involvement. No additional information is available.